Event description:
Over a month ago the pt started having blood glucose levels exceeding 400mg/dl. Her dr believes the reservoir is leaking and found evidence of liquid at the bottom of the pump. The pt exchanged her pump 3 times and is still experiencing this issue. She met with medtronic reps and she is awaiting response regarding the investigation. The reporters states she is completely off the pump and is using manual injection.